Event description:
It was reported that the patient had an epidural abscess after a spinal cord stimulator trial. The patient was "doing fine" until late tuesday night. On wednesday morning when the health care provider called the patient to get an x-ray, it was discovered that the patient had a fever. The leads were pulled that day and the patient was sent directly to the emergency room. The patient required antibiotics, but did not have any surgical intervention. It was noted that the trial was successful. Additional information was requested, but was unavailable on the date of this report.

Event description:
Additional information received indicated that the patient was admitted to the hospital due to this event. The patient was later discharged. It was unknown how long the patient was admitted. It was noted that patient was ambulatory and was on antibiotics.

Manufacturer narrative:
Product ID neu_unknown_lead serial# unknown product type lead. (B)(4).